Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The health care professional (hcp) stated that the noise can be recreated when the patient is moving. Boston scientific technical services (ts) discussed the likely early signs of performance degradation of right ventricular (rv) lead and recommended contacting the physician to check the lead and the patient. It was noted that there was a lead safety switch (lss) to unipolar configuration due to a high out-of-range (oor) pacing lead impedance (pli) measurement. The lead remains in service. No adverse patient effects were reported.